Manufacturer narrative:
A ge service representative performed an on site investigation. The connector on battery charger pcb was evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The fse reported that the system experienced an interlock fail error. This error caused x ray to be disabled, resulting in a loss of imaging functionality. There is no report of injury or death.